Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information could be obtained.